Manufacturer narrative:
On (B)(4) 2014, the customer resolved the issue by firmly reseating the white blood cell (wbc) bath. A beckman coulter field service engineer (fse) was not sent to the customer's facility. (B)(4).

Event description:
The customer reported a leak when using the coulter lh 780 hematology analyzer. The customer reported the instrument was generating an error condition of "aspiration c" errors and the test results for the white blood cell (wbc) counts were not generated due to vote-out (an error condition associated with non-numeric test results). The customer described the leak as approximately 0.5 ml of fluid in the area of the wbc bath. The leak was not contained and was under the instrument and onto the counter. The customer resolved the leak by correcting a loose connection in the wbc bath. The operator was wearing a lab coat, face shield, and gloves at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.